Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a discordant, falsely elevated cardiac troponin I (tni) patient result obtained on the dimension exl system. Siemens is investigating the event.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on the dimension exl system. The discordant result was reported to the physician(s). The same sample was reprocessed on the same instrument and on an alternate siemens instrument and lower results were obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni result.

Manufacturer narrative:
MDR was filed on 20-mar-2019. Additional information (27-mar-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated cardiac troponin I (tni) result. Hsc evaluated the information provided and the instrument data files. The precision test and quality control results indicated good instrument precision. No product nonconformance was identified. The cause of this event is unknown. The device is performing within specifications. No further evaluation is required.